Manufacturer narrative:
The event date was only reported as 2020; therefore, date of event has been populated to (B)(6) 2020 and will be updated if additional clarification received. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30329847m number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent idiopathic ventricular tachycardia (vt) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event was discovered during use of biosense webster product during ablation phase. Intervention was pericardiocentesis. It is unknown how much fluid was removed. The patient¿s outcome is unknown. There is no information about the hospitalization. In the opinion of the physician the cause of the adverse event was procedure. Transseptal was not performed since the patient had potent foramen ovale (pfo). There was no evidence of steam pop. The irrigation settings were 20-30ml/min. Graph, dashboard, vector and visitag were used for force visualization. Visitag stability parameters were 3mm, 3s, fot25% 3g. Tag color was set by time and ablation index with grid on. During the procedure there was no ethernet connection with the ultrasound machine. This was solved by rebooting the ultrasound machine. Other than this, no error messages were observed on biosense webster equipment.